Event description:
It was reported that immediately after opening the package, the customer noticed the red component (a stopper) was missing. No patient injury was reported. No additional information was provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI section is unknown, no product information has been provided to date.

Manufacturer narrative:
Other, other text: no lot number was provided for device history record review.